Event description:
It was reported by the customer that while inserting a PICC line it was noted that saline was leaking out the rubber port that had the guidewire through it. As the PICC line insertion continued it was noted when writer attempted to check for blood return on the lumens it was noted that air was coming in through the rubber port that the guidewire was through. As the procedure continued writer needed to change the normal procedure to ensure that no air was instilled into the pt. Guidewire and portion of the PICC line was disconnected prior to the time that same would be done in the normal procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.